Event description:
It was reported that during a pt transport, the cot dropped down at the head end from the highest position to the lowest. No one was injured. There were no sharp edges.

Manufacturer narrative:
Manufacturer's investigation is still underway. A follow-up report will be submitted when more info becomes available.